Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:25:19. During night drain cycle five, the patient's ultrafiltration reading was 1428ml, indicating the home patient (hp) drained 1428ml more than their maximum programmed fill volume of 1900ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1428 ml during therapy initiated on (B)(6) 2012 20:25, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(6) 2012 20:25. The last cycle (6) was ended before the end of the therapy. Therefore, the uf from drain 6/6 gets lumped together with the uf from the previous cycle, (1430 ml + 0 ml = 1430 ml). Review of the event log revealed the user?s actual drain volume during cycle 4 was 2948 ml. The actual drain volume of 2948 ml is 155% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.